Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a lead revision on (B)(6) 2020 the s1 lead was unable to be removed due to scar tissue. The s1 lead was cut and partial remains implanted. Additional s1 lead was added and effective therapy was established.

Manufacturer narrative:
Correction - implant date.